Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mmx3.00mm wolverine cutting balloon monorail as selected for use. During the procedure, the balloon ruptured upon third inflation at 10atm for 30 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No patient injury was reported and the patient was in good condition after the procedure.